Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized two times due to high blood glucose on (B)(6) 2021 and diabetic keto acidosis on (B)(6) 2021. Customer¿s blood glucose was 508 mg/dl and 280 mg/dl respectively. The customer's current blood glucose was 190 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. The customer was treated with intravenous insulin drip. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not applicable during the time of event. Customer stated they received the new minimed mio advance and it kept coming out because its way shorter due to this they were hospitalized. Based on customer report they do not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.